Manufacturer narrative:
Based on the information provided, the cause of the conversion to open surgery can be attributed to patient anatomy as reported by the surgeon. The surgeon explained that the case was converted to open surgery due to the size of tumor. There was no allegation of a da vinci product malfunction. As such, no product is expected to be returned for investigation. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted to open surgery after the start of the da vinci-assisted surgical procedure as a result of the tumor size. There was no da vinci system or device malfunction prior to the procedure conversion.

Event description:
It was reported that during a da vinci-assisted left pulmonary lobectomy procedure, the surgeon reported a lack of space due to the anatomic structure. The surgeon had introduced a covidien stapler instrument to incise the pulmonary artery and experienced difficulties. The surgeon then made the decision to convert the procedure to open surgery due to the patient's anatomy. No injury was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the procedure was converted to open surgery due to the size of the tumor creating a lack of space and vision the surgeon went into the procedure thinking he could work in such a narrow space and was not anticipating the possibility of converting/aborting due to patient anatomy. The covidien stapler instrument difficulties were due to lack of space. The covidien representative was present during the procedure. The customer did not experience any da vinci system or device malfunctions prior to the procedure conversion to open surgery. The patient tolerated the conversion to open surgery well with no post-operative complications reported.